Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2014-08056 and 2134265-2014-08054. It was reported that automatic pullback failure occurred. The unspecified target lesion was 75% stenosed, moderately tortuous and moderately calcified. During a percutaneous coronary intervention, an ilab was used in conjunction with an opticross imaging catheter. However, it was noted that the device got frozen and the touch panel became unable to respond. It was also noted that the motordrive plus was rotating but the image did not appear and abnormal sound was heard from the acquisition processor. The procedure was completed with another device. No patient complications were reported and the patient's status is good.

Event description:
Same case as 2134265-2014-08056 and 2134265-2014-08054. It was reported that automatic pullback failure occurred. The unspecified target lesion was 75% stenosed, moderately tortuous and moderately calcified. During a percutaneous coronary intervention, an ilab was used in conjunction with an opticross¿ imaging catheter. However, it was noted that the device got frozen and the touch panel became unable to respond. It was also noted that the motordrive plus was rotating but the image did not appear and abnormal sound was heard from the acquisition processor. The procedure was completed with another device. No patient complications were reported and the patient's status is good.